Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was no infection, and no growth was observed on blood cultures. Antibiotics were administered for two weeks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a possible pocket infection. The implantable pulse generator (ipg) system remains in us e. No further patient complications have been reported as a result of this event.